Event description:
Pt scheduled for right total knee arthroplasty. Procedure completed and trial implant fit without discrepancy. Upon final device implantation with cement, there was malalignment and components would not fit/snap together. The femoral component was removed/revised with new implant. No problems noted with new component.